Event description:
It was reported that, "the arthroplasty was revised due to infection. The acetabular liner was revised. The components were implanted in situ for 1.6y. The patient presented a ucla score of 6 three months prior to revision surgery and a maximum ucla score of 6 since the device was implanted.

Manufacturer narrative:
Device not received. No evaluation will be performed. If the device or additional information becomes available a supplemental report will be issued.